Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump turned off with no warning. Customer was advised to go to the emergency room to seem medical attention and then call back for troubleshooting. Customer's blood glucose was 700 mg/dl upon arrival to hospital. Customer would call back after emergency room visit.